Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 4mm x 40mm balloon. The catheter was kinked 46.5cm from the distal tip. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user no ruptures were noted to the balloon. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035 guidewire and it passed without issue. Upon inflation, water was seen exiting out the distal tip of the balloon. The balloon was unable to be inflated to nominal pressure due to the leak. The inner guidewire lumen was examined underneath the balloon and a complete circumferential break in the guidewire lumen was noted 4.7cm from the distal tip. The balloon was cut open with a scalpel at this location to observe the edges of the break. The edges of the break were examined under microscopic magnification (16x and 20x) and were observed to be jagged. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a break in the guidewire lumen that resulted in a leak from the distal tip of the balloon. The root cause for the break in the guidewire lumen is unknown. It is unknown whether the break was a result of an incorrectly formed weld bond between the inner shaft and dual lumen during the manufacturing of the device. Labeling review: the current ultraverse pta balloon dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during an angioplasty procedure in the sfa, the balloon catheter allegedly leaked. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.